Event description:
The end user reported several incidences of leaking from the rotating adaptor portion of the manifold packaged in their custom kit. They noted that they could draw back air when a catheter was connected to the manifold. There were no pt incidences.